Event description:
It was reported that a patient was revised approximately one year and five months post implantation due to aseptic femoral loosening and a quadricep tendon rupture. There is no additional information available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2024-00414 0001825034-2024-00415 0001825034-2024-00416. D10-medical product series a asymmetric pat 34x8.5 item# 184793 lot# 802020 vanguard cr ilok fem-rt 72.5 item# 183013 lot# j3868275 vngd cr tib brg 12x79/83 item# 183462 lot# 242560 h3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: severe pain with twenty-degree extensor lag. Aseptic femoral loosening with extensor mechanism rupture, stiffness/rom, quadriceps tendon rupture, scar tissue both proximally and distally. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. This complaint has been confirmed by the medical records. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.